Event description:
It was reported that the ventilator generated a technical error code indicating a power error. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
On-site investigation was performed by our field service engineer. The claimed issue was reproduced during troubleshooting. Adjustment of inspiratory flowmeter solved the issue. The ventilator passed all functional and safety tests and was cleared for clinical use. The inspiratory flowmeter measures the combined air and o2 flow, as well as the temperature, of the inspiratory gas from the o2 gas module and turbine module. Our conclusion is that the replaced part was the cause of reported technical error. However, the root cause to why the part failed has not been established as the replaced part was not returned for investigation.